Event description:
It was reported by a nurse that high lead impedance was received at a follow-up appointment. The patient was referred for x-rays. No trauma was reported to the device that could have contributed to the high lead impedance. X-rays were seen by the neurosurgeon who indicated there were no obvious lead discontinuities on the lead. The patient is now being scheduled for surgery. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.